Event description:
It was reported that the right ventricular (rv) lead had steadily increasing thresholds and impedances. It was also reported that the rv lead had poor r-wave sensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance trend on the rv pacing lead was rising, and there was an r-wave amplitude measurement issue. (B)(4).